Event description:
Patient was being treated for a basilar summit aneurysm. After positioning the first coil the physician attached the delivery handle and fired the mechanism, but the coil did not detach. He repeatedly clicked the handle but the coil would not detach and the coil began to herniate out of the aneurysm. Physician then removed the handle and detached the coil by hand. The physician then used an alligator device to push the tail of the coil up against the vessel wall. He then placed two more coils into the aneurysm successfully without the handle and deemed the case successful.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00148.

Manufacturer narrative:
Results: the pusher assembly is broken and bent. The pet lock at the proximal end of the pusher assembly. The pusher assembly is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that there was trouble detaching the coil using the detachment handle. The physician used manual detachment. Only the pusher assembly was returned for evaluation. The pusher assembly was broken when the physician manually detached the coil. The handle described in the complaint was not returned for evaluation. The cause of this complaint cannot be determined from the returned devices. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00148.